Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The consumer alleges that the motor to the bed is loud and that the button on the control will get stuck. She also stated that if was dripping oil. MDR filed.